Event description:
It was reported that during a gastric bypass procedure, the staples line did not form completely. The staples were not closed. They sutured the opening and got a new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.